Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of thrombophlebitis is inconclusive as clinical complications were not able to be confirmed from the evidence returned. One 4 fr single lumen nxt groshong catheter was returned for evaluation. An initial visual observation showed blood residue on the connector and within the catheter and adhesive residue was observed on the luer connector hub. No excessive residue buildup was observed on the outside of the catheter. Some tensile weakness and a slight kink were observed in the catheter just distal to the distal end of the strain relief. A microscopic observation revealed no other damage on the catheter. The sample was flushed and pressurized with a 12 ml syringe of water and was found to be patent to infusion and aspiration and no leaks were observed. Possible contributing factors of thrombophlebitis include catheter position and improper catheter securement; however, these factors are not possible to determine from the returned sample. Consequently, this complaint is inconclusive at this time and the reported event could not be confirmed as a deficiency in product manufacture or deficiency while under correct product use.

Event description:
It was reported that the device was removed from the patient because the patient suffered from thrombophlebitis. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the device was removed from the patient because the patient suffered from thrombophlebitis. No other information was provided.